Event description:
A one-time use sterile supply ultra endoscopic release system was unavailable. All 4 systems brought in house by the vendor were contaminated and not appropriate for use. Three systems were contaminated with black specs within the sterile packaging, and the fourth system contained a hairlike fiber that resembled an eyelash within the sterile packaging. All systems came from the same lot number. The surgeon and the vendor were notified immediately prior to the procedure. The surgeon agreed the systems were not in usable condition. The rep was unable to supply an appropriate sub and the procedure was cancelled. The rep was heard commenting this has happened before.